Event description:
Complainant alleged that the knob on the device would not turn to power on the unit. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the control board was replaced. The device was recertified and returned to the customer. The control board was returned to zoll medical corporation, united stated. The malfunction was attributed to foreign material on the control board. Analysis of reports of this type has not identified an increase in trend.